Event description:
It was reported that the the fiber was confirmed to be in good condition prior to opening and after opening. However, during the photoselective vaporization of the prostate procedure, the fiber tip broke after 12 joules of fiber use. Another fiber was chosen to continue with the procedure and 86,430 joules of fiber use were expended. There was no patient harm in relation with this event.